Event description:
It was reported that two (2) large volume infusors completed infusion at least 2 hours earlier than expected. The issue occurred during patient infusion. The expected infusion time was 24 hours. The device contained 6000mg cefazolin in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/ d10: the events occurred on january 21 and 22, 2026. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between may 22-23, 2025. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product flow rate specification range. Based on the functional flow test result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.